Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A black particle was observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were received with a black dot inside. The following information was provided by the customer: the black dot orginally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d.9:device eval by manufacturer? Yes, d9: returned to manufacturer on: 2023-october-27th. H.6 investigation summary: bd received three (3) samples and two (2) photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A black particle was observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were received with a black dot inside. The following information was provided by the customer: the black dot orginally present in the inner wall of collection tube. The the black dot was noticed in the inner wall of collection tube before use.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were received with a black dot inside. The following information was provided by the customer: the black dot originally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.